Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of the first call and 352 mg/dl at the time of the second. The customer used food and glucose tablets to treat. The customer experienced symptoms such as being belligerent and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had 2 low incidents on the day they got hospitalized. The insulin pump will not be returned for analysis.